Event description:
It was reported the facility did not routinely perform concentration checks, and acecide was replaced after 5 days had passed. In addition, error code e99 occurred. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.